Manufacturer narrative:
H6 update: the previously applied device code a0104 (c62917) is no longer applicable. The previously applied device code d14 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study. The clinical diagnosis was medical device site erosion and the device diagnosis was indicated as not applicable.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the patient was a male and age at time of consent ((B)(6) 2019) was 24. The pump was implanted on (B)(6) 2019. No information was provided regarding the ca use/circumstances that led to the pump migration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving lioresal (2000 mcg, 200.14116 mcg/day and 100.07058 mcg/day) via an implantable pump. It was reported that a wound occurred in the area of implantation of the pump.  In patient or prolonged hospitalization was required.  The device diagnosis was pump migration.  The clinical diagnosis was pump exposure and infected wound in the area of the implantation of the pump that had led to the outsourcing, system rejection, of the pump a few days later on (B)(6) 2021.   Culture of the wound revealed proteus mirabilis and pseudomona aeruginosa on (B)(6) 2021. Antibiotics were administered on (B)(6) 2021.  The pump / entire system was explanted  on (B)(6) 2021 and was not replaced.  The event had resolved without sequela as of (B)(6) 2021.  Regarding etiology the event was related to the device / therapy and not related to the implant procedure.  The healthcare provider had disposed of the device.  Weight was not measured at baseline.